Event description:
The facility reported an infusion pump with a failure code 570. It was not known if it had occurred while infusing. The facility representative stated that no patient injury was reported on this pump since the last baxter service event. Information was requested regarding contact information, patient demographics, medication involved and pump programming but none was provided.